Event description:
Patient, known to be negative for toxoplasmosis igm, generated an axsym toxoplasmosis igm assay result of index 0.603 (positive). The sample tested negative by another methodology. Controls were within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.